Event description:
It was reported the sheath was inserted into the femoral vein, and when removing the dilator the hemostatic valve came out with it, causing bleed back. There was no harm to the patient. The issue was resolved by using a different brand of sheath. The patient was "stable and fine when the case finished".

Manufacturer narrative:
Qn#(B)(4). The report of a sheath valve separation could not be confirmed through complaint investigation. The customer returned ten, unopened psi kits for analysis. No evidence of a sterility breach was observed on any of the kits. Based on the customer report that the defect was observed "during use", it was assumed that the returned samples are representative samples. Initial visual analysis did not reveal any defects or anomalies on any of the sheaths or dilators. All ten of the returned kits were opened to analyse the sheath/dilators. No defects or anomalies were observed on the valve assembly from any of the kits. Visual analysis could not be performed on the actual assemblies involved with this complaint as they were not returned. The customer also reported of a dilator hub separation which was addressed with another complaint file. Dimensional analysis was not required as part of this complaint investigation as the actual device involved was not returned for analysis. The dilators from all kits were inserted through the respective sheaths as per IFU statement, "ensure dilator hub fully snaps into sheath cap". Little to no resistance or issues were encountered as the dilator passed completely through the sheath assembly. It was noted that the dilator hub snapped into the sheath valve with no issue. The IFU provided with the kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause could not be determined as the actual device involved with this complaint was not returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported the sheath was inserted into the femoral vein, and when removing the dilator the hemostatic valve came out with it, causing bleed back. There was no harm to the patient. The issue was resolved by using a different brand of sheath. The patient was "stable and fine when the case finished".